Event description:
Echelon flex 60 stapler with a blue load ecr60b utilized to staple across small bowel during laparoscopic surgery by the doctor. Staple line subsequently bled (this is abnormal for stapler). Certified surgical technician (cst) noted "odd sound" when rinsing stapler and firing knife blade. He stated sounded like the knife was scraping. Stapler and blue load were taken off the table washed and placed back in original package then left at front desk for the resource nurse. Bleeding and staple line will not effect care of patient. The doctor was able to control everything on the field. A new stapler was opened and subsequently no further problems.